Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had a missing piece. The customer's blood glucose was unknown. The customer noticed the cannula was shorter than usual. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened/used. See attached picture for details.